Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; defib conductor found distorted; outer insulation is torn; blood/body fluid observed in several conductors; white substance (most likely calcium) was found on the exposed svc defib coil; partial lead in segments returned and analyzed.

Event description:
(B) (4)

Event description:
The patient reported "needing to have his lead replaced at the time of a device replacement due to a connection/screw problem." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.